Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for headache. The manufacturer representative told the patient that the battery was weakened due to a short in one of the leads. The patient had a second appointment on (B)(6) 2016 with the health care professional (hcp) and the manufacturer representative. On (B)(6) 2016 the manufacturer representative reported that electrodes 0, 9, 11, and 15 were >40,000 ohms. The rest of the electrode impedances were from 1125 -2094 ohms. The patient had reported that stimulation was not as strong as it used to be. It was reported by the manufacturer representative that this could be a result of the electrodes being >40000 ohms. The patient's impedance in program#1 was 330 ohms with the values of 1.0v, 450 microseconds, and 80 hertz and program #2 was 385 with 1.60v, 450 microseconds, 80 hertz with all the electrodes being used for programming. Usage was reported to be 8 hours per day for 55 months. Impedance values pointed to more open circuits but nothing at that point was pointing to a short circuit. The implant was reported to be on. The patient had not been feeling stimulation as strong for 10-12 weeks. The patient stated that they did not know if they needed to have the full system or just the implantable neurostimulator (ins) taken out. They were going to need to set up an appointment to have replacement but was waiting to get a surgical appointment.

Event description:
Additional information from the manufacturer representative reported that they had no further information on the event, but that the patients implantable neurostimulator had been replaced the week previous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.